Event description:
It was reported, the patient had a loss of therapeutic effect as well as an increase in urinary frequency, pain, tingling, and headaches. The patient fell three times since implantable neurostimulator (ins) implanted. The most recent fall occurred in a parking lot where she landed on her right side, where the implant was. She bruised where she fell on the blacktop as well as the left side of her hip. The patient had a loss of therapeutic effect. It was also reported, there was an increase in urinary frequency. The patient also felt pain at times, tingling in the legs, and headaches. These symptoms all started since the most recent fall. The patient also experienced pain near the ins and wires following the fall. It was noted when the ins was turned up, the patient felt a stimulation down her legs, but no relief in the pain around the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-33 lot# v562249, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).